Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), scar ("tissue scarring"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, scar, depression, alopecia, weight increased, fatigue, anxiety and tooth disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, scar, tooth disorder and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.